Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer¿s cursor was jumping around the display without the stylus interacting with the display. The media bay door was damaged. The power cord bay was damaged. The keyboard was damaged. The printer tray was missing. The customer did not provide stylus, added stylus and calibrated. Reconfigured, reloaded, and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Finger touch functionality on this programmer has been tested and confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer stylus was jumping around the display whilst attempting to use it. The programmer was returned for evaluation. There was no patient involvement.

Manufacturer narrative:
Correction: h6:(fdc/annex d): code change medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.